Manufacturer narrative:
This is a duplicate report. The complaint was already filed under report number 1282497-2017-00105. Please refer to the original report for the complete analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had failed the accuracy test: the rate set was 125 ml/h with the amount expected in 30 minutes between 60.63 ml to 69.38 ml. The amount collected was outside the range 56 ml.